Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: synthes lot h363286. Manufactured by avalign technologies-nemcomed a DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in may 2018. No nonconformances occurred during manufacture. Visual inspection: it was notice the device's needle was completely broken off. Hence, the complaint is confirmed. The break occurred where the needle threads into the slider: the needle broke flush with the slider. The broken needle was not returned. Dimensional inspection: dimensional inspection of needle component could not be conducted due to the post manufacturing deformation at the break, the location of the break, and since the distal portion of the needle was not received. Investigation conclusion: the exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, three (3) 2.0mm/2.4mm depth gauge were broken, one (1) 1.3mm/1.5mm depth gauge was damaged, and one (1) reduction forcep with point speed lock was damaged. The issue was discovered at sterile processing department. There was no patient involvement. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).